Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedances of this right ventricular (rv) lead have been slowing trending downwards. Over the past six months the patient has undergone two non-device related cardiac surgeries. Current shock impedance measurements were less than 20 ohms and there were stored episodes in the arrhythmia logbook with oversensed noise. Noise and muscle stimulation could be produced upon pocket manipulation. It was suspected that this lead was damaged during the patient¿s recent cardiac surgeries. No adverse patient effects were reported. Surgical intervention was performed and the lead was surgically abandoned and replaced.